Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the customer was using the infusion set longer than it should be. The customer's blood glucose was 400 mg/dl at the time of incident. The representative stated that the customer treated the high blood glucose with manual injection. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.